Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was received at fph (B)(4) for evaluation. The device was visually inspected and pressure tested. Result: visual inspection revealed cracking along one of the swivel wye ports. The pressure test showed that the device was out of specification. Conclusion: further investigation was conducted and it was determined that the cracking had occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change is currently in process. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 also state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that one rt266 infant dual heated evaqua2 breathing circuit had a cracked swivel. There was no patient involvement.

Manufacturer narrative:
(B)(4). This report was sent on its due date (19 may 2017). However the FDA gateway was "unavailable" so the report was re-sent on 22 may 2017. The complaint rt266 infant dual heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in the process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel field representative that one rt266 infant dual heated evaqua2 breathing circuit had a cracked swivel. There was no patient involvement.